Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient had -1.25d miss after the implantation of the intraocular lens. The patient showed no remarkable ocular pathology prior to surgery, including no dry eye syndrome (des), corneal or retinal issue of any kind. One month post operatively, the patient showed two lines loss in best-corrected visual acuity (bcva). The surgeon noted that there were no abnormalities during the surgery. When analyzing the surgical images, there was nothing notable that stands out. The surgeon had good variable control throughout each capture, aside from a single small bubble present and possible endothelial cells in the fringe pattern. All images were extremely consistent. There were no errors for any measurements or data as compared to the testing results. Post operatively, there was no corneal or retinal pathology present. The eye was quiet without any flare and the patient has no dry eye syndrome symptoms. Sine there was no obvious error contributing to the refractive miss, the surgeon will wait to proceed with a possible lens exchange until all additional testing evaluations and consultations are completed.